Event description:
Same case as MFR #'s: 2134265-2009-01948. Same patient as MFR #'s: 2134265-2009-01952, 2134265-2009-01953, 2134265-2009-01955. Clinical trial. It was reported that post coronary artery drug eluting stenting treatment procedure, the patient presented with chest pain requiring reintervention. The index procedure treated this patient presenting with an acute myocardial infarction with the implantation of two taxus express2 stents (3.00x24mm and 2.75x16mm) in the distal rca (right coronary artery). The patient presented 517 days following the index procedure with chest pain. Diffuse disease was noted at vein graft of initial pci (percutaneous coronary intervention) site. Pci was performed to treat the disease progression distally and proximally to the previously deployed stent with the implantation of a 2.50x20mm taxus express2 and balloon angioplasty with a 2.50x20mm maverick2. The patient was discharged on day 518 with the event reported to be resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.